Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's issue has resolved. The recipient is wearing the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly admitted to the hospital on (B)(6) 2025 for vertigo, nausea and vomiting that started after implant surgery. The recipient was discharged on (B)(6)2025, with improvement. The vertigo was believed to be device related.